Event description:
A malfunction alarm was reported, specifically indicated by the code malf 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.